Manufacturer narrative:
Date of birth. Only the patient's year of reported birthdate (1973) is valid. The event is reported at this time based on additional information received which indicated a reportable event. Associated with MDR #: 2029214-2022-01742 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was presence of intracranial hemorrhage. The patient was undergoing treatment for a stroke. The stroke onset to reperfusion time onset was (B)(6) 2021 at 2:15 and reperfusion was (B)(6) 2021 at 14:04. Additional information was received indicating the patient's mrs score was 2 at the 90 day follow up visit on (B)(6) 2022. Additional information received reported that the patient baseline tici was 0, mrs was 0, and nihss was 18. The patient underwent mechanical thrombectomy with a solitaire x stent retriever and react-68 aspiration catheter to retrieve clot in the left middle cerebral artery (mca) m1 segment. Tici 2b was achieved. Medtronic review of the procedure images found distal cerebral artery embolism noted in the same vascular territory. Information obtained in the study noted post-operative intracranial hemorrhage (ph) stemmed from bleeding of the infarction. The events resulted in patient disability (post-operative mrs 2) and prolonged hospitalization. The events were not life-threatening and did not require additional medical/surgical intervention. Site assessment of the event concluded the events were not related to the procedure or devices but had a causal relationship to the patient disease under study. The medtronic study sponsor assessment determined the events were possibly related to procedure, solitaire, and react-68 catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the adverse event term was updated to intracranial hemorrhagic transformation ph2.